Event description:
Customer reported hospitalization due to low blood glucose. Customer was diagnosed with pneumonia. The paramedics were called by husband; could not eat and vomiting the blood glucose reading was 27 mg/dl. Treated with glucose; the blood glucose rose to 50 mg/dl and then increased to 100 mg/dl. Customer stated that she had steady cough. Diagnosed with double pneumonia. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.